Event description:
It was reported when using the bd pyxis¿ es server, users were unable to sign into the stations and server. Not able to log into the server and set the stations in critical override. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer resolved the issue, and all users were able to sign in. The system functioned as intended after the customer resolved the issue. Initial reporter facility name e1. - (B)(6).